Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported spo2 malfunction and possible alarm loss at central station. The device was in use at time of event. A patients death was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to perform device diagnostic and spoke with the hospital staff who indicated that while in use, the spo2 disposables devices were replaced often and wouldn¿t stay fixed, despite no dampness. The hospital biomed technician and a philips fse tested the monitor and inspected all cables. All components were functioning as expected. Based on the information available and the testing conducted, the mx450 patient monitor was functioning as intended and there was no malfunction of the device. The reported problem was not confirmed. In the time leading up to the event, the bedside monitor and central station were generating inop/technical alarms for spo2 sensor off and spo2 sensor malfunction. The staff indicated they heard these alarms but did not recognize the low tone of the inop alarm as being an alarm that required attention. Based on the information available and the testing conducted, philips intellivue mx450 patient monitor has not caused or contributed to the event; however, alarm awareness may have been a contributing factor.

Manufacturer narrative:
As part of a preliminary hazard analysis (pha) performed by risk management and medical safety teams, this investigation was determined to be in need of review and update as needed. A supplemental report was deemed necessary. This report has been created with reference to mfg report # 9610816-2023-00147. The follow corrections have been made based on current information available: box a: patient information. Box d: model number, product UDI. Box g: report source. Box h: manufacture date.